Event description:
The contact at the facility reported that during basilar artery embolization the enpower control cable (ecb000182-00 / c25933) did not detach a coil. The patient¿s details such as sex, dob, and calcification level of the vessels were not available, but whose vessels were mildly tortuous. A sheath introducer by terumo (model unknown), a radifocus (terumo, type unknown), a guide-catheter by terumo (model unknown), and an excelsior sl-10 (stryker, str angle) were used for this procedure. It was reported that the physician was unable to detach a deltapaq (cdf100258-30 / g12395) with the complaint cable. The deltapaq was the 2nd coil to be used, and another coil had been detached with the complaint cable. The physician made further attempts to detach the coil twice, but to no avail. For precaution, it was replaced with another cable (lot unknown), and the deltapaq was successfully detached. The procedure was completed with 3 more codman coils and 5 target coils without further issues. There were no patient injury/complications. There was no significant clinical delay to the procedure as a result of the issue. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the devices prior to the event. The fault light was not seen during the case. Upon pressing the power button, all lights illuminated on the dcb. The pre-deployment electrical check was successful. When the detach button was pressed, the audible signal beeped. All connections appeared to fit properly without application of excessive force. The control cable will be returned for analysis. The coil is implanted and therefore will not be returned for analysis. No further information is available.

Manufacturer narrative:
The deltapaq ((B)(4), lot g12395) will not be returned, therefore the root cause of the coil's detachment difficulty cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.